Event description:
Upon completion of a hysterectomy, a burn mark was noted on the left inner thigh and vaginal wall. The burn was cylinder in shape approx 2-2 inches long. Note: scope used with c.r. Bard/davol, gyne-pro cutting loop electrode. MFR ref: 1218764-2004-00003.